Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with blowing inconsistently/humidifier lid. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation, customer complaint reproduced, blower with electrical damage. The customer complaint was reproduced. There are multiple errors has been identified. The device was scrapped.